Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of thermal damage on the yaw pulley to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are typically attributed to the user for example by insulation degradation and carbonized tissue creating a conductive path. The complaint regarding the maryland bipolar forceps insulating sheath being melted was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument insulating sheath was melted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary seen on the instrument. The surgeon believed the cause of the thermal damage to the instrument was due to a faulty instrument. The instrument did not collide with an energy instrument and there was no arcing observed during the procedure. The procedure was completed robotically with a backup instrument and there was no report of patient injury due to the issue. No images were available.

Manufacturer narrative:
Based on the claim against the product by the customer noting the maryland bipolar forceps insulating sheath was melted, an investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the maryland bipolar forceps instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.